Event description:
Complainant alleged that while monitoring a pt in cardiac arrest via defibrillator paddles, a shockable rhythm was observed. Defibrillation electrodes were adhered to the pt, the defibrillation paddles were pressed to the pt's chest, the device was charged to 150 joules, the shock buttons on the paddles were pressed, and the device failed to discharge. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.